Manufacturer narrative:
The investigation discovered the customer's calibration and qc data were acceptable. The patient's sample was requested for an investigation. The customer provided the patient's samples from (B)(6)-2020 for an investigation. Below are the investigation's results: elecsys toxo igg: (1:20 diluted result 41.1 iu/ml) 823 iu/ml reactive. The sample was neutralizable: 11.8 % of the remaining titer. Elecsys toxo igg avidity: 86 % high avidity. Elecsys toxo igm using two different reagent lots: 1.53 coi reactive and 1.38 coi reactive. Analysis with an interference-reducing substance: the observed reactivity was assessed as not based on interfering antibodies (igm-class) against the elecsys ruthenium-label. The investigation confirmed the customer's elecsys toxo igm results. Since the toxo igg is of high avidity, it was unlikely that the patient had an acute infection in (B)(6)2020. The reactivity detected with elecsys toxo igm could be caused by an unknown interference in the elecsys toxo igm assay, or residual/persisting toxo igm which is detected by the elecssy toxo igm assay but not by the competitor assay. Also, since the patient's samples prior to (B)(6)2020 were not able to be provided, a potential chance in the toxo igg titer or the avidity of the toxo igg throughout 2020 cannot be assessed and no final conclusion for early 2020 can be drawn by this investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in col. The investigation is ongoing.

Event description:
The initial reporter received a questionable positive elecsys toxo igm result for one patient tested on a cobas 6000 e 601 module compared to an unknown methodology at a different laboratory. The methodology at the different laboratory was requested but not provided. The patient's elecsys toxo igm result was not reported outside the laboratory. The customer sent the patient's sample to another laboratory for additional testing. The patient's elecsys toxo igm result was 1.43 coi reactive. The patient's toxoplasma igm result at a different laboratory was 0.35 negative with no units provided. The toxoplasma igm cut-off point is <0.6. The e 601 serial number was (B)(4).